Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit was giving a machine and proximal pressure sensors failed. Customer reported that there was no patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #2031642-2016-03153.